Manufacturer narrative:
The device was received for evaluation in an opened pouch. A visual inspection was performed with the naked eye which noted the pull ring cap was missing from the heater line connector. An under water pressure test was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end cap of a homechoice automated pd set w/cassette was loose and fell off. The location of the cap was further described as ¿solution end red tube clip¿. This was identified by the patient at home prior to use for peritoneal dialysis therapy. A new product was used to continue with the treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.